Event description:
The physician reported that the patient underwent a second procedure, due to a broken suture at the anastomosis after undergoing a femoropopliteal I bypass. It was reported that heavy bleeding at the first anastomosis in the groin was a result of a broken suture. This was renewed with another gore suture and the procedure was completed. Two days post-surgery, the patient developed a hematoma in the popliteal I region. The patient was taken back into surgery, where another broken suture was found. Both ends of the broken suture were located and renewed using a prolene suture. At the time of this report, the patient remains in the hospital.

Manufacturer narrative:
Involved device was not returned, user facility information and quality records reviewed. A review of the manufacturing records verified that the lot met all pre released specifications. Based on the information provided by the physician and the results of our investigation, gore is unable to determine the exact cause(s) of this event. The potential for breakage is addressed in the precautions section of the instructions for use stating, "avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges. When tying knots with the gore-tex suture, tension should be applied by pulling each strand of the suture in opposite directions with equal force. Care should be taken to avoid using a jerking motion, which could break the suture." All available information has been placed on file for tracking, trending, and follow up. Blank required fields on this form indicate that the information was not provided, was deemed unavailable or was not applicable. Attempt(s) to acquire information required for this form were made by gore.